Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead UDI# (B)(4).

Event description:
It was reported that a patient implanted with a neurostimulator on (B)(6) 2025 developed an infection approximately 1-2 weeks post-implantation and had the device and lead removed on (B)(6) 2025. The infection was treated with oral antibiotics, and then the system was removed. The patient is expected to have a full recovery.

Event description:
It was reported that a patient implanted on (B)(6) 2025 developed an infection approximately 1-2 weeks post-implantation and had the device and lead removed on (B)(6) 2025. The infection was treated with oral antibiotics, and then the system was removed. The patient is expected to have a full recovery.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. UDI for concomitant product, tined lead UDI# (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.